Event description:
Additional information received from the consumer reported that when they replaced the implant they found fluid which was all bacteria and since then has been solved.

Manufacturer narrative:
H10: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken from overs tress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 24-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a return of pain due to the originally placed paddle lead of the ins not being in the correct position to provide proper coverage for pain relief. A device revision was planned, and a full system replacement was completed on (b)(60 2025, to address the issue. The paddle lead was revised to attain appropriate coverage based on the patient's pain patterns, and the system was changed from a rechargeable to a non-rechargeable one to improve the patient's quality of life. The issue was resolved following the full system replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware.